Manufacturer narrative:
Qn# (B)(4). The reported complaint of iab helium loss alarm is confirmed based on the photo provided by the customer. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the helium loss alarm. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as "balloon did not deploy". The report states that the "iabp placed in cath lab. Alarming possible helium leak since admission with no augmenting waveform. Helium canister changed, pump exchanged, iab pulled out by [physician]. The balloon was viewed and inflated manually with proximal balloon noted to be twisted. Balloon did not inflate fully. No harm or injury to the patient. No intervention necessary, patient remained stable".

Manufacturer narrative:
(B)(4).

Event description:
Reported as "balloon did not deploy". The report states that the "iabp placed in cath lab. Alarming possible helium leak since admission with no augmenting waveform. Helium canister changed, pump exchanged, iab pulled out by [physician]. The balloon was viewed and inflated manually with proximal balloon noted to be twisted. Balloon did not inflate fully. No harm or injury to the patient. No intervention necessary, patient remained stable".